Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2017. Explant date: (B)(6) 2017.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.